Event description:
In 2004 the cryopreserved pulmonary valve and conduit described in this report was implanted into a pt. The pt medical history has not been provided and the condition requiring surgery is unknown. At approx 1-month following surgery, the pt developed postoperative enterococcus endocarditis. The pt was treated with 40 days of a combination therapy of the antibiotics ampicillin and gentamicin. In 03/2004 (specific date was not provided), the pt underwent a subsequent procedure for pseudoaneurysm of the right ventricular outflow tract. At the time of the reoperation, the surgeon identified free floating sutures and complete degradation of the homograft. According to the report, the entire homograft was not present, therefore a second homograft was implanted at that time.